Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient was hospitalized with hyperglycemia. The reporter stated that the patient had a blood glucose of 600 mg/dl with symptoms of extreme thirst, excess urination, dehydration, shortness of breath, chest pain, and large ketones. The reporter stated that the patient was treated with insulin via injection while at the hospital. The reporter stated that the patient had a depo shot and that could have been a contributing factor to the blood glucose excursion. The reporter reviewed the pump's history with a customer technical support representative and found that the basal history did not match the active basal program. This was determined to be caused by the basal menu being accessed and the basal settings changed. The patient was referred to their healthcare provider for diabetes management issues. This complaint is being reported based on the allegation that the patient was hospitalized with hyperglycemia as a result of use error of the pump.